Event description:
User received questionable low results for sodium on the cobas c111 analyzer, (B)(4). The event involved four patient samples. Three patient samples gave discrepant results. Initial sodium results for these patient samples were reported outside the laboratory and were questioned by the physician. The patient samples were repeated twice. Second repeat was performed after user replaced the sodium electrode on this c111 analyzer. Patient sample 1, initial result gave 127, repeat results gave 129 and 136 mmol/l. Patient sample 2, initial result gave 128, repeat results gave 127 and 137 mmol/l. Patient sample 3, initial result gave 130; repeat results gave 131 and 138 mmol/l. User spoke directly to the physician and provided corrected sodium results. User said patients were not treated based on the initial sodium results reported. Sodium electrode lot number was not provided. User resolved the issue by replacement of the sodium electrode and reports no further problems with patient sodium results. User ran calibration and controls which were acceptable.